Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a bolus. Customer's blood glucose was 47 mg/dl at the time of incident. Troubleshooting found that the customer treated with food and that the keypad was locked. Customer declined any troubleshooting however was assisted in unlocking the keypad.